Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The (B)(6), female patient reported that she had primary surgery to implant a stryker right hip on (B)(6) 2016, following a fall. The patient further reported that she was x-rayed 2 days after primary surgery and the x-ray revealed an issue with the liner. The patient also had a cat scan post operatively. Although the patient was not clear what the issue with the implant was, a 10 degree tilt was described. The patient has been advised not to weight bear following surgery. The patient reported that, aware of an issue with the liner, surgeons did not take an immediate decision about a course of action for the her. The surgeon did not discharge the patient until over 3.5 weeks after the procedure. The surgeon finally recommended revision surgery and this will take place at a different hospital on (B)(6) 2016. Update as per patient on 9/26/2016: it has been decided by the surgeon to not follow through with a revision surgery at this time.